Event description:
It was reported that a transmission observed the right ventricular (rv) lead had oversensing. The rv lead remains in use. It was also reported that the left ventricular (lv) lead measured high impedance. The lv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-53 lead, implanted (B)(6) 2001; 418985 lead, implanted (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Some impedances not measured; lv tip to ring and tip to coil are undefined.